Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ps3 power supply that was removed and replaced. The low voltage power supply to the fluoro functions pcb was adjusted to the specification to eliminate un-commanded system reboots. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury to harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure. Also, uncommanded system reboot during a procedure.